Manufacturer narrative:
Device is in the (B)(6) service center. The investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was initially reported to integra on (B)(6) 2017 by a manager of all (B)(6) customer support that a c2602 cusa excel 36khz straight handpiece was not working. The customer checked the 36khz hp and found that the power was fluctuating between 0 to 50 in self test. It was also "flat 0 in run mode" but there was no alarm. Additional information was received on 04jan2018 with the following: the product problem occurred on (B)(6) 2017 during surgery. There was a three hour delay in surgery due to the product problem. The (B)(6) male patient's status after the procedure was reported as normal.

Manufacturer narrative:
Investigation completed on (B)(6) 2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.